Manufacturer narrative:
The device was received with the shuttle disengaged from the handle and covering the balloon. The advancer tube was found inside the shuttle cartridge. Visual inspection of the device revealed that both tamp locks were dislodged and abutting the balloon proximal bond. No adhesive residue from tamp locks were found on the polyimide shaft. Based on the provided information and the investigation performed, the cause for the failure to deploy is tamp locks bond failure. The review of the lhr (lot f1509903) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: no advancer tube present after shuttling down. Manual compression was applied for 30 minutes or less. The patient was not hospitalized.